Event description:
It was reported that following a new implant there was noted atrial high rate (ahr) episodes with rates greater than 400bpm and atrial oversensing of the r and t-waves. It is unknown whether there was any medical intervention. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.